Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 405 mg/dl. Customer was vomiting, thirsty, nausea and very weak. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected battery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.